Event description:
Information received indicates the casters will not hold at the head end of the stretcher.

Manufacturer narrative:
The technician found the trans-linkage broken at the head end of the stretcher. The technician replaced the linkage to repair the stretcher.